Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated the pt "has had shocking with the device after lifting pts." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).